Event description:
The customer states they have a defective battery found by the technician. Customer also states no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.